Event description:
On april 5, 2007, the lay user/pt contacted lifescan (lfs) alleging the one touch surestep enhanced meter was giving inaccurately low readings. On april 12, 2007, the medical affairs specialist (mas) spoke with the pt to obtain and verify information. The mas also reviewed the recorded telephone call. The pt noted he had been experiencing the symptoms of fatigue and frequent urination since 2007. On the event date, in the evening, the patient obtained the blood glucose reading of 93 mg/dl on the reported meter. The patient took no action following this reading. The next day, the patient received the results of his laboratory tests performed the previous day, which included a blood glucose result of 394 mg/dl. His physician ordered the laboratory blood glucose test to be repeated, and prior to the event date, the patient's reading was 494 mg/dl. The physician advised the patient to go to the emergency room. At 11:00 am, the emergency room staff tested the patient's blood glucose level to be 'high', specific result unknown. The patient was treated intravenously with fluids and insulin, and he was monitored in the emergency room for seven hours. Upon discharge, the patient's blood glucose level was 285 mg/dl. During the time period the patient was symptomatic, he had obtained blood glucose readings 'in the 90's and 100's mg/dl' on the reported meter. The patient takes an unspecified oral diabetes medication, possibly glyburide. He did not adjust his medication doses based on meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined the patient's test strips had expired four years ago, which can cause inaccurate readings. No quality control testing was performed during the call, as the patient's test strips and control solution were expired. The meter, test strips and control solution were replaced. The patient claimed he used expired test strips and allegedly obtained multiple normal blood glucose readings while experiencing symptoms suggesting hyperglycmia, and did not receive medical attention until his blood glucose level was tested via a laboratory method. The patient received emergency medical attention and treatment with insulin. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.